Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that if patient sits a long time on the sofa, the system hurts her and needs it taken out. Patient said it is not comfortable for her back and that the issue has been going on for about three years. It was reported that the patient talked to the healthcare provider and he said it can be taken out and has a removal scheduled for patient is having the system removed in january. Patient also reported that when she coughs she said she leaks and is still wearing pads. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who thought the ins would last ten years and it didn't so it was replaced. They had questions about billings so the call center redirected them to insurance/healthcare provider (hcp). No further patient complications have been reported s a result of this event.